Event description:
Report received from an attorney. An attorney reported that on 2/1/1997 a female pt (year of birth 1956) received an injection of a local anesthesia which was administered using a syringe and a 30 gauge short accuject sterile dental needle. While in the pt's mouth, the needle broke off. The pt was referred to an oral surgeon for needle retrieval. The oral surgeon's efforts were unsuccessful and the needle remains embedded in the pt's mouth. The attorney reported that the clinician believes that the needle was defective which led to breakage. The attorney stated that the site was not painful, rather is was irritated. Additional info was received on 10/20/1998. Treating dentist reported the following: "the pt, reported hypertension and allergy to aspirin on her health history. Otherwise her history is unremarkable. On 2/4/1997 the pt presented for planned procedures on tooth #12 and tooth #30. Local anesthetic was administered on #12 in the vestibule opposite tooth #12 using a 30 gauge needle. 1 1/4 inches long. The maxillary injection was unremarkable, there was no difficulty in injecting anesthetic solution and care was taken to ensure that the needle was not bent during the procedure. Next, an inferior alveolar injection was performed in the pt's right retromolar area using a 27 gauge, long. Tooth #12 was opened and the root canal was started, medicated and a temporary filling was placed. Tooth #30 didn't have profound anesthesia so it was reinjected using the same 30 gauge needle as used in the upper. The pt has a very active swallow reflex and a mirror was used in an effort to control it. Neverless, the pt's tongue exerted pressure on the needle and hub area during the injection and the needle separated at the hub. The pt was immediately referred to an oral surgeon and an effort was made to locate and remove the needle." The above described events that occurred in the treating clinician's dental office. The needle and hub were not retained. The needle was used for injection in the upper left and lower right (above cited) areas. It was not bent prior to use. No further info is anticipated. Health professional's assessment of causality: accident and/or injury unk.